Event description:
During the atrial fibrillation procedure, a steam pop occurred and a cardiac tamponade was identified, for which a pericardiocentesis was performed. After pulmonary vein isolation was performed, the attending physician felt a pop while ablating the mitral isthmus. Approximately six applications were noted to be performed in the vicinity of the site. The steam pop occurred approximately two applications before the final rf delivery. Cardiac tamponade was identified with fluoroscopy and echocardiography. No perforation was confirmed. Interventions were performed including cardiac drainage and blood transfusion. However, the attending physician reported the following morning that the patient had passed away.